Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the posterior anterior screw arrived next to the nail. The surgeon was able to remove the screw and choose to not put it back in.".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the posterior anterior screw arrived next to the nail. The surgeon was able to remove the screw and choose to not put it back in."